Event description:
Additional information received from the reporter confirmed that a second capsule was placed, after the first capsule failed to attach to the patient¿s esophagus. The second capsule also failed to attach to the patient¿s esophagus. Medical intervention was required as the two capsules were retrieved from the larynx using forceps. The user reports no patient injury due to multiple insertions. A third capsule was placed without incident.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient¿s esophagus. There was no harm to the patient and the capsule was retrieved by the doctor. A repeat procedure was performed. There was nothing unusual about the patient or procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used on the capsule to facilitate product placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.